Event description:
It was reported that the defibrillation threshold at the time of implant was <(><<)>=15joules. Recently the patient received high voltage therapy that required 3 shocks to terminate arrhythmia. The physician decided to add a sub q coil lead along with a change to the patient's medication. Right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).